Event description:
It was reported that pump battery was not charging . There was no reported impact to the customer¿s blood glucose level. No additional actions taken by customer or technical support were described, and no further information was available regarding the outcome of the event.